Event description:
It was reported that the device failed to recognize a pt connection thru the quik-combo therapy cable. The pt had a witnessed arrest in a car and his wife called 911. The first responders arrived at the scene and found the pt pulseless and breathless. CPR was in progress and emt attempted to connect the pt to the defibrillator. However, the device failed to recognize the pt connection and provided that "connect electrodes" message. The operator checked the electrodes placement and reseated the connections with no avail. The responders continued CPR until a second defibrillator was successfully connected to the pt after approx five minutes of delay. During the thirteen minute pt transport to the hosp, the device advised defibrillation for one of the three ECG analysis. The pt was declared deceased following continued CPR and other revival efforts at the hosp. A clinical review of the reported event determined that the device use did not contribute to the pt outcome as the intermittent ECG showed an asystole rhythm.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure physio isolated the cause of the malfunction to the therapy pcb assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further eval of the removed therapy pcb determined the cause of the malfunction to be a failed resistor network, designator rn6, on the pcb. Pins two and three of the component internally shorted and resulted the failure.